Event description:
It was reported by the customer that a pyxis medstation es system station was not powered on. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a 10-15 minutes delay in the dispensing of the medication as they need to pull the meds from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was not powering on due to component issue. Field service engineer replaced the control board to resolve the issue. The system functioned as intended after the field service engineer serviced the device.